Event description:
Per the customer, during a case, when attempting to digitize the ziehm display panel, a message was displayed that the device was "unable to communicate with navigation and to check connection." Per the customer when this happened all the patient landmarks that had been established "disappeared." The customer was able to achieve communication between the zeihm device and the q guidance system eventually but were unable to establish a registration within .5mm registration in the first few attempts. The customer had to continue to reload the display panel through the course of the procedure to achieve accuracy within .5mm. The procedure was completed successfully with the same device without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the customer, during a case, when attempting to digitize the ziehm display panel, a message was displayed that the device was "unable to communicate with navigation and to check connection." Per the customer when this happened all the patient landmarks that had been established "disappeared." The customer was able to achieve communication between the zeihm device and the q guidance system eventually but were unable to establish a registration within .5mm registration in the first few attempts. The customer had to continue to reload the display panel through the course of the procedure to achieve accuracy within .5mm. The procedure was completed successfully with the same device without a clinically significant delay; no medical intervention or adverse consequences were reported.